Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the microscope head feels loose and unsteady after moving the scope. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative tightened the four inner screws in the bottom plate of the coupler above the libero to resolve the issue. The optics were also cleaned as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on june 5, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed loose screws in the libero coupler. How or when the screws became loose is unable to be determined the manufacturer internal reference number is: (B)(4).